Event description:
Note: this report pertains to the second of two devices used during the same procedure. Associated manufacturer report #3005099803-2011-02491 pertains to the first device. It was reported to boston scientific corporation that during a vault suspension and posterior repair procedure using a pinnacle posterior pelvic floor repair kit, all the leg assemblies were placed with no issues. However, during removal of the sleeve from a leg assembly that had been solidly placed through the ligament, the sleeve tore. Reportedly, the tear occured at the cut site, above the tack weld near the sacrospinous ligament, and fell loose inside the patient. The physician attempted to locate the fallen sleeve piece by palpation. After 10 minutes of searching, this sleeve piece was found and was removed from the patient using a straight clamp. The physician noted that the fallen piece was difficult to retrieve because it had fallen in a location that made it difficult to visualize. The physician completed the procedure with this pinnacle posterior pelvic floor repair kit with no complications to the patient, who went home the same day and is reportedly fine.